Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that while running the axsym digoxin iii assay the pt sample generated error code# 1062 (invalid test result, read precision(#). There were no impact to pt mgmt reported.